Event description:
Rptr stated the following: they had the device implanted. Five years later started to have significant pain and apparently, there were some pieces of the device getting under the joints and tendons thus causing severe pain. A surgeon scoped the knee and found that there were pieces of plastic insert that had separated along with other broken components that were causing the pain. Pt then had to have surgery to remove these pieces and replace the plastic insert. Rptr would like to know if other devices have failed from this co.